Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced but failed to cross lesion. However, during inflation at nominal atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good.